Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information: additional information from the customer confirmed that the user did not straighten the pigtails. The user detected the issue while opening the package and didn't use the product for operation. Lab evaluation: 1 x zebd-7-7 of lot # cf1409323 was returned to cirl for evaluation. On evaluation of the returned device, a 0.035 inch wire guide cannot pass porthole 2 at the ductal end. A kink was confirmed. Indentation was noted at porthole 5 at the ductal end. There was no side or back wall damage. No other defects were observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. Root cause: a definitive root cause for the customer complaint could not be determined as the exact storage and transportation conditions could not be replicated in the laboratory setting. However, as the crease mark at the pigtail end of the stent was noticed when the stent was taken from the package; the most likely root cause for this issue may be as a result of storage and/ or transportation conditions. The customer photograph is confirmed and the stent was found to be damaged. The complaint is confirmed as the failure was verified in the laboratory. The stent was found to be kinked and a wire guide could not pass through it. Documents review: a review of the manufacturing records for the zebd-7-7 device of lot # cf1409323 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # cf1409323; upon review of complaints this failure mode has not occurred previously with this lot # cf1409323 . Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory. The stent was found to be kinked and a wire guide could not pass through it. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
At preparation stage that operator detected there is "obvious" crease mark at the pigtail end. Operator decided not to use the "device" and replace another same product to complete the "procedure".